Event description:
It was reported that when they opened the pack they found out that trocar was faulty. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: could you please specify what was the damaged with device? Was the sleeve damaged? Was the housing damaged? Was there any seal damaged? Any visible broken part? -as per surgeon¿s comment:- it was a seal damage and there was a leakage problem. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified.